Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient noted, she had not charged in ¿over¿ one month and had not used the stimulator in ¿about¿ one month. It was noted that the patient observed a ¿call your doctor¿ and a power on rest (por) code on the recharger one day prior to report when attempting to charge. The patient was not able to adjust stimulation. The patient used the programmer to try to clear the por. The patient noted that the aaa batteries in the programmer were ¿completely dead.¿ the patient then changed the batteries on the call and this resolved the programmer battery issue. Then, on the date of report the patient stated she saw the charge neurostimulator battery warning screen. It was reviewed with the caller that they may want to charge the implantable neurostimulator (ins). About 5 months later, it was noted that the patient had the device surgically removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.